Manufacturer narrative:
The stimulator and leads were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the device system was removed due to an infection. Details about the infection and the patient outcome were not provided. Additional information has been requested from the hcp, but was not available as of the date of this report.